Event description:
When a nurse was giving a patient his injection of insulin using a device with a novofine 30 needle, the needle broke and remained in the patient's arm. The needle had to be surgically removed and the patient recovered.